Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The illuminator was installed into the system and failed with an error 48238 (illuminator communication issue) and blue lights. A follow-up MDR will be submitted once the investigation has been completed and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the unit is returned and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image turned blue on both the surgeon side console (ssc) and the vision side cart (vsc) touchscreen. Troubleshooting was performed by power cycling the system, changing the camera cable and the camera head but the issue could not be resolved. It was found that the firefly was off. The technical support engineer (tse) guided the customer to power down the system and turn illuminator power switch off then on. The system was powered up and an error occurred. The error was recovered but the illuminator light output was still blue. The tse advised the surgeon to use an external illuminator. The light cable was removed from the firefly illuminator, plugged into the external light source and the image was clear on ssc and vsc monitor. The procedure was completed with no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.